Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf and optrell mapping catheter during the mapping phase, the patient experienced pericardial effusion that required pericardiocentesis. While mapping in the left ventricle with the thermocool smarttouch sf and optrell mapping catheters, assisted by intracardiac echo (ice), the physician became unsure where the catheter was anatomically on carto. They checked on intracardiac echocardiography (ice) and noticed a pericardial effusion. Pericardiocentesis was performed. Patient improved, however, the patient required extended hospitalization. Patient did not require cardiac surgery. No ablation occurred prior to noting the pericardial effusion. No error message observed on biosense webster equipment. The carto did not have a malfunction.